Event description:
It was reported by provider that the back is wallowed out on the left side where the pins attach at the top on the solar3g wheel chair. The provider states there were no injuries noted and the end user resides in his home and uses chair mostly indoors.